Manufacturer narrative:
The audio bolus button was found to be intact; no damage was observed. The complaint that the audio bolus button was under responsive was not able to be duplicated during testing. The audio bolus button responded appropriately to button presses. A leak test was performed and no leaks were found. The pump case was removed and moisture was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The reporter alleged that the audio bolus button was under responsive. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/13/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the audio bolus button was found to be intact; no damage was observed. The complaint that the audio bolus button was under responsive was not able to be duplicated during testing. The audio bolus button responded appropriately to button presses. Unrelated to the complaint, evaluation revealed that there was moisture on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.